Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported that the ventilator had a loud noise during testing. There was no patient involvement. The customer was provided with a quote for service. The customer declined repair of the device and the repair would be done by a third party. No other information was provided.